Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The lot number of the products are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices are used for treatment. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/24186469. This report will be amended when our investigation is complete.

Event description:
It is reported that two patients with modular neck components experienced superficial infections.